Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and motor position encoder error. The customer¿s blood glucose level was 325 mg/dl. The customer reported that they received a motor error alarm. The customer reported that they had received motion sensor test failure. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the insulin pump alarm history contains both an motor position encoder error alarm and more than one motor error alarm within a 30 day period. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents,rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm, motor position encoder error alarm, a broken force sensor was detected during seating or regular delivery error alarm and a broken force sensor was detected during seating or regular delivery error alarm due to blank display. Insulin pump received with moisture damage motor, vibrator, keypad and battery tube assembly.